Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Product not returned.

Event description:
The super secure fit ha stem, the adept metal on metal cup, and adept v40 modular head were implanted in the right hip. The adept v40 modular head was later removed, and the mdm liner and the v40 head were implanted because of a pseudotumor .